Event description:
It was reported that failure to cross the lesion occurred. A 10mm x 2.00mm wolverine coronary cutting balloon monorail was used and was not able to cross the target lesion. The procedure was completed with a non bsc device. No patient complications were reported in relation to this event. However, returned device analysis revealed outer shaft damage. Device evaluated by MFR: based on the potential root causes identified, the following attributes were examined: an examination of the returned device identified that the balloon had been inflated and was not refolded. Inflation media was also present inside the balloon. It is not known when the balloon was subjected to positive pressure. No issues were identified with the balloon material that could have contributed to the complaint incident. The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified no issues with the hypotube that may have potentially contributed to the complaint incident. A visual and tactile examination found the outer shaft polymer extrusion to be damaged at two locations. An examination of the damage identified that one section of the outer extrusion, which measured 8mm in length, was torn / ruptured . A second section of the outer extrusion, which measured approximately 4mm in length appeared stretched and was ballooning outwardly. No damage was present to the inner extrusion at the same locations. No other issues were identified with the shaft of the device. No other issues were identified during the product analysis.